Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The hard drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good computer the returned drive was able to load and archive exams from the cd but not from dvd. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative (rep) was checking out the sr manager failure, they were unable to load several dvd-r's into the system. Resin head could load without issue from a cd-r. They deleted the entire patient data base and un-installed and re-installed the software. They successfully un-installed but could not re-install the software. It would just give an error "unable to mount must specify file system type". They attempter two different install discs. No patient was present at the time of the event. Update from manufacturer representative (rep) when they were at the site and replaced the computer, the system was still booting to an sr manager failure when attempting to launch the ent software. Technical services requested confirmation if a disc was currently in the drive and the rep confirmed there was. After removing the disc, the computer would launch into the ent software without issue. The rep attempted to load and exam disc, but the system would no read them. The rep then replaced the cd drive cable that came with the computer and was able to load one disc. They attempt to load a different disc, but then the disc drive would act as if it was loading, but after 10 minutes it would never fully load. After removing the disc, the drive began making weird noises and the power light remained green. The rep did a soft reboot of the software and then the system went into sr manager failure. The rep stated after they replaced the computer the same issue was occurring. Then they installed the cd drive and the old computer and the system was functioning as intended.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer booted normally to the application screen. The digital intercommunication of medicine (dicom) and ent programs ran normally. The system was started up and shut down multiple time with no sr manager errors observed. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative (rep) was checking out the sr manager failure, they were unable to load several dvd-r's into the system. Resin head could load without issue from a cd-r. They deleted the entire patient data base and un-installed and re-installed the software. They successfully un-installed but could not re-install the software. It would just give an error "unable to mount must specify file system type". They attempted two different install discs. No patient was present at the time of the event.